Event description:
The pt stated "the leads are coming up to the skin's surface". The pt had a shocking or jolting sensation that was worse when the stimulator was turned on, but it happened whether the stimulator was on or off. The stimulation was also reported to be in the wrong location; he felt the stimulation in his ribs. The pt stated that he had "5 revisions of the sys since implant". The pt was at home and his status was undetermined at the time of this report. The pt was encouraged to contact his hlth care professional (hcp). The hcp planned to remove the pt's stimulation sys. The hcp did not confirm or provide any details regarding the 5 revisions the pt had reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.